Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that when flushing to prep the needle for access, there was a leak at the base of the needle towards the wing. No other information provided, at this time. It was reported this occurred with ten devices. This report addresses all ten devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. During follow up, customer provided 10 as the number of units they had on the shelf, not the number of units affected by the reported event. The actual affected quantity of devices for this event is 2. The complaint of leaking infusion sets is inconclusive due to the original samples not being returned for evaluation. Twelve unopened 20 ga x 0.75 in. Powerloc infusion sets were returned for evaluation. An initial visual observation of the returned products revealed each sample was returned in its unopened packaging. It was observed that samples 1, 2, 3, 4, 5, and 6 were returned with lot number asjnfc046 and part number 0672034 and samples 7, 8, 9, 10, 11 and 12 were returned with lot number asjnfc057 and part number 0672034. A functional test of infusing water into each returned infusion set using a 12 ml syringe revealed each of the twelve returned devices were patent to infusion with no observed leaks. A functional test of pressurizing each of the twelve returned infusion sets revealed no leaks throughout any of the returned devices. Because the original samples were not returned for evaluation, the complaint of leaking infusion sets is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.